Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address cup loosening. The ball was dislocated from the cup. Metallosis and osteolysis was observed.